Manufacturer narrative:
Based on the information provided, the patient tissue samples exhibiting "processing artifact" were derived from the following 10 processing runs: (B)(6). The "test protocol xtra small" protocol with a duration of 57 minutes, the "2 hr small" protocol with a duration of 2 hour and 3 minutes and the "4hr large" protocol with a duration of 04 hours and 09 minutes have all been validated for use by the laboratory. Investigation of this complaint found the instrument functioned as designed during execution of the 10 protocols, which either started or completed on (B)(6) 2021, from which "processing artifact" of patient tissue samples was reported by the complainant. The root cause of the "processing artifact" of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types/sizes of the patient tissue samples being processed. Specifically, information documented by the fas details that the "processing artifact" of patient tissue samples reported by the complainant was derived in association with processing "skin biopsies for 1 and 2 hr., excisions for 4 and 6 hr. Protocol" of the following sizes "2 hr. Range from .5mm-1mm, 1 hour range around 3mm, 4 hour is about 4mm, 6 hr. Is 8mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "test protocol xtra small" protocol with a duration of 57 minutes is not appropriate for processing "skin biopsies" with size of "range around 3mm", the "2 hr small" protocol with a duration of 2 hour and 3 minutes is not appropriate for processing "skin biopsies" with a size range "from .5mm-1mm" and the "4hr large" protocol with a duration of 04 hours and 09 minutes is not appropriate for processing of "excisions" of "about 4mm" in size and the "6hr ugly" protocol with a duration of 6 hours and 17 minutes is not appropriate for processing "excisions" of "8mm" in size.

Event description:
The complainant contacted leica biosystems by email and reported the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "I started to see processing artifact again. Those slides are from last night ((B)(6)) or today am runs ((B)(6))." On (B)(6) 2021, the assigned leica field applications specialist - core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented the following observations: "customer states that evening run on (B)(6) thru morning runs on (B)(6) had processing artefact. Customer performed warm water flush and changed out formalin station 1,2, 6-8 and wax chambers 1-4. Then continued running the processor because they had to get their workload out. 4 and 6 hour protocol runs loaded from (B)(6) to come off on (B)(6) came out smelling like alcohol and were reported as under processed. Event codes 132 and 101, insufficient reagent and scheduled reagent unavailable. Reagent level checks prior to loading were not being performed. Lab aides were filling wax chambers past the max fill line in an effort to reduce amount of topping of needed. Lab aides were not measuring dilutions as per prior recommendations." The complainant replaced all the reagents on the instrument and following this action the quality of tissue processing from the validation run(s) was satisfactory. The fas also documented that the "processing artifact" reported by the complainant had been identified in patient tissue samples from the processing runs detailed below, and "only some cassettes out of each of the processing was [sic] affected": (B)(6). The types of patient tissue samples processed in these runs were detailed as "skin biopsies for 1 and 2 hr., excisions for 4 and 6 hr. Protocol", and the sizes of the patient tissue samples processed in these runs were detailed as "2 hr. Range from .5mm-1mm, 1 hour range around 3mm, 4 hour is about 4mm, 6 hr. Is 8mm". On (B)(6) 2021, the assigned leica senior applications specialist - core histology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.